Event description:
Pump #1 was reported overinfuse during clinical use. 10 units of pitocin in a 500ml bag of normal saline was set up to run as a primary infusion to infuse over several hours. The entire bag infused much faster than intended. Exact pump programming info is not known. The pump was also reported to not alarm for air in line. No medical intervention was needed and no pt injury resulted.